Manufacturer narrative:
Product design evaluation results: the design is adequate for its intended use and did not contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as the device is entering the complaint system. The screw reported were 2 unknown lag screws. Eleven unknown screws were returned to synthes for evaluation.

Event description:
This is report 2 of 2 for (B)(4).

Event description:
The patient originally was treated for a midshaft tibia fracture at an unknown date. On (B)(6) 2013 the patient was brought in for a malunion and was plated with a 10 hole plate. Sometime after (B)(6) 2013, the plate broke along a screw hole. The exact date of the breakage is unknown. The broken device was removed by the surgeon on (B)(6) 2014. The patient was revised to a synthes broad plate. Surgery was completed successfully. This report is for 2 unknown lag screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Screws were returned. Unable to perform manufacturing evaluation due to parts are not manufactured in (B)(4) facility.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is report for 2 unknown lag screws. The investigation could not be completed and no conclusion could be drawn as no part was returned and no lot number and part number was provided. Placeholder.